Manufacturer narrative:
Concomitant medical products: d224vrc ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient had two right ventricular (rv) leads implanted. Both rv leads exhibited signs of possible fracture and high impedance. Both leads were explanted and a new product will be implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.